Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9617032-2023-01735 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
Report 2 of 2. It was reported that when using the bd preset¿ arterial blood collection syringe, the cannula on the syringe broke and leaked from the crack. No patient impact. The following information was provided by the initial reporter: " during the process of drawing blood from the patient, the nurse discovered that there was a problem with the connection between the needle of the arterial blood collection device and the blood gas analyzer. The syringe broke and blood leaked from the crack. "

Event description:
Report 2 of 2. It was reported that when using the bd preset¿ arterial blood collection syringe, the cannula on the syringe broke and leaked from the crack. No patient impact. The following information was provided by the initial reporter: " during the process of drawing blood from the patient, the nurse discovered that there was a problem with the connection between the needle of the arterial blood collection device and the blood gas analyzer. The syringe broke and blood leaked from the crack. "

Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6) . H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.